Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies observed in the translated save to disk file, however the technical services note confirms t wave oversensing and engineering analysis confirms an episode with an instance of t wave oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the hospital after receiving shocks due to t-wave oversensing. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.